Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). Infusion set leaks at the quick release (qr) site and infusion set was used for upto 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).